Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
During a follow-up, decrease in r-wave and increase in both threshold and impedances were observed. Fluoroscopy revealed lead dislodgement. The lead was explanted.